Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer failed to open and detected on bus. A field service engineer reconnected the flat flex cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failed to open and not detected on bus. The customer reported that the user was used another machine to retrieve medications. There were no adverse events or injuries reported based on this event.